Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became nonresponsive to touch input after the touchscreen developed a hairline crack, while the display continued to power on. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included replacement of the device and continued cgm use via a compatible app or receiver. Investigation included technical assessment through troubleshooting and user education, with instructions provided for device shutdown and data syncing prior to return. Investigation of this case revealed a damaged touchscreen resulting in impaired user interface function consistent with a broken screen, with no impact to therapy delivery reported. It was concluded, based on previously established findings for similar reports, that physical damage to the touchscreen caused the loss of touch responsiveness.